Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 5:00 pm for diabetic ketoacidosis with a high blood glucose level of 400 mg/dl. The customer was treated for their blood glucose with an IV drip. The customer stated that they had nine no delivery alarms in four days. The customer was assisted with troubleshooting, but the customer's insulin pump did not pass the high pressure test. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.